Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A site representative reported a thin flap on a patient's eye following a corneal flap creation. Additional information has been requested.

Manufacturer narrative:
A company representative visited the site and performed verification of diameter and depth calibration for flap thickness and the laser was found to be within specification. Based on quality assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).